Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was over 500 mg/dl, and the meter bg reading was 218 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer. Tandem technical support instructed the customer to perform calibrations. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.